Event description:
Event description guidant received information that this right ventricular lead had dislodged. During the revision procedure, the lead was removed from the tissue; however, the helix mechanism would not retract and was non-functional. The lead was removed and successfully replaced.